Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported that the insulin pump alarmed a motor error alarm. Customer tried to clear the alarm and the device alarmed another motor error alarm. Customer's blood glucose was 179 mg/dl. During troubleshooting, device alarmed a motor position encoder error alarm during prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test or verify e70 alarm in the alarm history screen due to motor error alarm. The insulin pump had minor scratched display window, cracked display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.